Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 300 mg/dl. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On 4-18-2023, the following information was reported: a review of the pump history revealed that the battery gauge was fluctuating resulting in the pump shutting down. The pump declared low power alerts and alarms prior to shutting down. Additionally, a power source alert occurred during the event. During troubleshooting, the pump battery functioned as intended and was able to complete a full charge without any issues. A new cartridge was loaded onto the pump and the pump performed as intended. (Remove code 2885; add codes 1383, 1503, 2892).